Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage during shipping or mishandling could be probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions), h8. Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device¿s packaging was found to be punctured by the guide rod, rendering the device inoperative. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the devices packaging was found to be compromised. Factors that could contribute to the reported event include damage during shipping and/or damage during storage. Based on this investigation, the need for corrective action is not indicated. This issue was evaluated through our internal quality process, and the packaging will be optimized to prevent this issue. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d9, h3, h6 (health effect - impact code).

Event description:
It was reported that, during set up done by the nursing staff before an internal fixation/trauma surgery, the package of a 3mmx1000mm ball tp gde rd was noticed to be ripped, compromising the sterility of the product. A delay in surgery of less than 30 minutes was reported, and a smith and nephew backup device was available to conclude the procedure. Neither patient injury nor other complications were reported.

Manufacturer narrative:
H6: medical device problem code. H3,h6: the associated device was returned and evaluated. Visual inspection confirmed the stated failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A complaint history review revealed similar events for the listed device over the previous 12 months, but no similar events for the batch. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: investigation findings and investigation conclusions